Event description:
It was reported there was a self test failure, the device will not turn on. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the upper case, two side bail covers, ring cover, and battery drawer are broken. Lower case is broken/contaminated. Battery release, lead flex cover, and battery flex are contaminated. Two side bails missing and ring are missing. Battery contacts compressed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.